Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic procedure for placement of an esophageal stent. The ultraflex distal release covered stent could not be fully deployed due to resistance with the deployment suture. The clinician continued to pull the suture resulting in the separation of the suture from the device. There were no patient complications reported as a result of the deployment issue. No further information is available at this time.